Event description:
It was reported that a patient experienced peritonitis and subsequently passed away due to peritonitis coincident with peritoneal dialysis (pd) therapy. Forty nine days prior to the receipt of this report, the patient was hospitalized for some type of infection (unspecified). The cause of the infection was not reported and it was unknown if the infection was peritonitis. The patient was treated for the infection with unknown antibiotics. Ten days later, the patient was discharged from the hospital and was placed in a long term care center for one month for rehabilitation and then was sent home. About 1 week later, the patient was sick again (not further specified). One day prior to the receipt of this report, the patient was admitted to the hospital and diagnosed with peritonitis. The peritonitis was manifested by weakness, nausea, and vomiting occasionally. At this time the patient¿s pd effluent was clear and the patient did not have a fever. The cause of peritonitis was unknown. On the same day pd therapy was discontinued and the patient was placed on crt (continuous renal replacement therapy) for 24 hour dialysis. On the same day the patient began treatment for the peritonitis with unknown antibiotics (dose, route, and frequency unknown) for nine days. Four days after being admitted to the hospital, the patient¿s pd catheter was removed. Four days later crt was discontinued. Two days later, the patient passed away due to the peritonitis. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.